Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested on the bench using automated testing equipment, and no anomalies were found.

Event description:
Additional information received notes the cause of death was cardiopulmonary arrest. Arteriosclerotic heart disease was listed as a secondary cause of death. Ischemic cardiomyopathy and carotid stenosis were listed as contributing to the death.

Event description:
It was reported that the patient expired. It was reported that the cause of death sudden cardiac arrest. There is no known allegation from a health professional that the death was related to the device.